Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were placed. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly post procedure, hemostasis was not achieved with the prostyle sutures. Another prostyle was used, followed by a non-abbott closure device; however, hemostasis was still not achieved. A surgeon was called in and cut down surgery was performed. It was found that the sutures of the three prostyle devices had captured the back wall and there was also a perforation of the vessel. It was not known for certain if the prostyle devices caused the perforation. Cut down surgery was performed to remove the proglide sutures and the non-abbott closure components (anchor/collagen). A non-abbott covered stent was used to treat the perforation and hemostasis was achieved with surgical suturing following the cut down. There was a reported clinically significant delay in the procedure due to the need for cut down surgery and stenting. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of perforation is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch may include, but are not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported patient effect of perforation is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced are filed under separate medwatch report numbers.